Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
This patient was assaulted during the summer of 2005. After that incident, she experienced swelling and bruising over the implant site that was treated medically. The patient reported frequent intermittences and volume fluctuations after the head injuries healed. Her external equipment was checked and found to be in good condition. Using the appropriate diagnostic equipment, it was determined that the internal device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery is currently under consideration.